Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal circumflex with mild tortuosity and heavy calcification. The 3.25 x 12 mm nc trek balloon catheter was prepared per the instructions for use and there was no resistance noted during removal of the protective sheath. The nc trek was advanced and resistance was noted with the lesion. During the first inflation of 10 atmospheres (atm), the balloon ruptured. The nc trek was removed without issue. A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough ns; guide cath: mach 1 6fr cls3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.